Manufacturer narrative:
Device involved was not returned, so therefore, an evaluation of it could not be performed. The DHR was reviewed and this confirmed that the device met all material, manufacturing, assembly and performance requirements.

Event description:
The patient was experiencing pain in his left hip. X-rays were taken and found that metal debris was visible. The revision procedure consisted of irrigation and debridement of the left hip joint with synovectomy and deep hardware removal of the trochanteric device, cables and metal debris.